Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. A sample was returned. The sample was received with the inflation line detached. The inflation line was not received. The point of detachment was examined under magnification. The line appears to be cut. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating that the pilot balloon was pulled off an et tube. Customer is unsure how this occurred. Patient did not require re-intubation. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record #(B)(4).